Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. No further information is expected. (B)(4).

Event description:
A consumer reported that after having an intraocular lens (iol) implanted, she cannot see. She had a laser performed due to a "cloudiness" of her iol. In a follow up call, the consumer then indicated that her lens was defective, but she does not want her surgeon contacted. Unable to follow up for further information.